Event description:
Original surgery performed in 2007. Two bak/vista implants inserted into the l4/5 disc space. During follow up visit with patient the surgeon identified one cage had migrated into the central canal. The implant at l4/5 left side was removed. It was noted that the implant on the right side was intact and solid and was not removed. Both cages at l4/5 were from the same manufacturing lot.

Manufacturer narrative:
Reviewed device history records. Review of the DHR did not reveal any discrepancies. Device manufactured to all applicable specification and requirements. If additional information becomes available a follow up report will be submitted.